Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, who indicated he turned the device off to resolve the zapping sensation in his left testicle. The event has been resolved only because he turned it off and has not turned it back on.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. The patient reported he was in the hospital with bronchitis (not therapy related). He felt zapping in the left testicle while he was on an airplane on (B)(6) 2016. The zapping occurred for 7 hours while he was on the plane as his p ogrammer was in his checked luggage. The patient called back about a week later and stated he needs his implant removed because he needs an MRI of his heart, which was not related to the device. The patient stated the device never worked anyway. The patient and his daughter were provided with physician names to have the device removed.

Manufacturer narrative:
The information regarding the "device not working" was inadvertently reported in the initial regulatory report. The event has since been reported in manufacturer report #3004209178-2016-17281.

Event description:
Additional information was reported regarding the patient's experience of a zapping sensation in the left testicle while on a 7 hour flight. In 7 hours, he urinated about 7 times.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.